Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the bridge to transplant patient underwent a heart transplant due to right ventricular (rv) failure. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events cannot be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section of this IFU lists right heart failure as an adverse event that may be associated with the use of the hm3 lvas. Section entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options. No further information provided. The manufacturer is closing the file on this event.